Event description:
It was reported the patient underwent a left knee revision arthroplasty approximately seven months post implantation due to patellar loosening and pain.

Manufacturer narrative:
(B)(4). E1: the surgical specialty center at coordinated health-bethlehem campus.

Manufacturer narrative:
No device was returned for evaluation, therefore only a device history review was performed. Device history records were reviewed for the patella component and no deviations or anomalies were found. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown.

Event description:
It was reported the patient underwent a left knee arthroplasty on (B)(6) 2015. Subsequently, the patient underwent a revision on (B)(6) 2016 due to pain. Tm patella was revised.